Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 44 mg/dl. Blood glucose at current level was 296 mg/dl and other blood glucose value were 263 mg/dl, 103 mg/dl, 121 mg/dl, 77 mg/dl, 113 mg/dl. Customer treated low blood glucose with orange juice. Customer was wearing insulin pump within 48 hours of reported low blood glucose event. Customer was assisted with troubleshooting. Insulin pump will not be returned for analysis.